Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune claim letter received. Claim letter alleged that patient sustained personal injury as a result of implantation of a defective depuy attune knee device. The patient underwent a right knee revision due to pain, numbness, and tibial tray loosening at the cement to implant interface. The femoral component was well-fixed but revised. The patellar component was retained. The surgeon noted one week after the primary operation the patient was seen for hemarthrosis and consequently underwent a hematoma washout, with no evidence of revision of any components during the previous washout. Depuy cement was used during the primary operation. Doi: (B)(6) 2017. Dor: (B)(6) 2019 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.